Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old male with a pre-support clinical state consistent with scai shock stage d underwent impella cp placement for hemodynamic support during high-risk percutaneous coronary intervention via right femoral percutaneous arterial access. Following the procedure, the physician elected to leave the pump in place; however, bleeding was noted around the sheath after removal of the peel-away introducer. The patient was transferred to the ICU where bleeding and a hematoma at the access site worsened, prompting return to the catheterization laboratory for management. During re-intervention, perclose closure was unsuccessful, and a covered stent was placed to achieve hemostasis, which resulted in loss of the profunda. The patient required transfusion of four units of blood. There was no reported resistance during insertion, and the device functioned without issue. The impella was subsequently removed. The vascular injury was attributed to access-related complications requiring covered stent repair. The patient survived and was reported stable.